Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03468. It was reported that burr got stuck on lesion and rotawire fracture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were used to advance and treat target lesion. During the procedure, after ablation was performed at the 60% stenosed site in the proximal to mid lad, it was noted that the burr was stuck and was able to be removed with dynaglide mode. However, cine angiocardiogram showed that rotawire was detached and remained in the mid lad. A snare or few 0.04 wires were used to removed the remaining segment. The procedure was completed with a different device. No further patient's complication were reported and patient's condition was good.